Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated the pt was revised due to unk pain. The surgery was done for rotator cuff instability due to humeral head impingement. Upon exposure, the implant looked to be secure and in place. A rotator cuff tear was visualized the implant was removed and replaced with a reverse shoulder.